Manufacturer narrative:
H11 corrected data in section h4, device manufacture date: 06-jun-2022. One 14f guidestar steerable guiding sheath was received with the dilator. There were no other accessories. Traces of blood were found on and inside the sheath and dilator. According to the event description summary, the sheath was leaking from the sideport. During the decontamination process, the sheath leaked immediately from the sideport tubing/hub junction when water was flushed through the sideport tubing assembly with a syringe. When viewed under a microscope, it was found that there was evidence of adhesive residue on the sideport tubing and on the hub stem. A tug test was performed by pulling on the sideport tube to hub connection and the assembly stayed intact. The tubing was inspected under magnification at the approximate leakage site and there were no visible pinholes in the tubing. It is possible that a pinhole is not visible and is hidden under the hub stem. Another possibility is that the sheath was mishandled during use out in the field. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections. Returned device analysis revealed the sheath leaked from the sideport tubing/hub junction. It is unknown if the leak was caused by mishandling during use out in the field or if there was a small pinhole in the tubing under the hub stem. The sheaths are leak tested 100% by manufacturing and observed by qa at an aql level. No manufacturing rejects or anomalies of this type were recorded in the device history record. The sheath passed all in-process and qa final inspections steps. No manufacturing defects were found. Per manufacturing procedure (non-peelable sheath sideport assembly) apply one drop of the adhesive on the pellethane side tube at a distance of 2- 3mm from the end. Spread the adhesive around the od of the tube by rotating the tube 360° while applying the drop of adhesive. Repeat the step by placing a drop of glue approximately 6-7mm from the same end, and spread the glue by rotating the tube while applying the adhesive around the od of the tube. Rotate the tube to ensure that the adhesive is applied all around the circumference of the tube uniformly. Fully insert the tube into the sheath hub sideport opening while rotating it 360°. Wipe away any excess adhesive sticking out of the sideport with a polywipe. After curing (undisturbed, for a minimum of 4 hours) test the joint of each part with a small tug, holding the tube in one hand and the stopcock in the other hand. Discard all parts that detach during the tug, do not attempt to cure parts again. Per qa procedure (destino steerable guiding sheath in-process and final inspection) sample size: ansi z 1.4, gen level I, normal, aql 1.5 normal perform leak test according to procedures based on available leak tester. The leak test is performed by manufacturing personnel at 100% and is observed by quality assurance personnel at aql level ansi z 1.4, gen level I, normal, aql 1.5 normal. Per IFU the steerable sheath must be thoroughly flushed with either saline or heparinized saline and free of air prior to use to avoid air embolism to the patient. Aspiration and flushing of the sheath should be performed frequently to help minimize the potential for air embolism. For injecting or aspirating through the sheath, use the sideport only with stopcock. Prior to infusion, remove all air using the sideport. Based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity. In addition, there was no new failure mode identified and the risk remains acceptable. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up report will be submitted as soon as the investigation is complete. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
It was reported that leakage through guidestar side port was observed. Sheath was changed and no consequences to patient.